Event description:
It was reported that the cast cutter allegedly had exposed wires on the cord. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the cast cutter allegedly had exposed wires on the cord. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The product was not returned for evaluation, so the reported event of exposed wires could not be confirmed in this case.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.